Event description:
During the procedure, the stryker flowport ii cannula with 165 mm was being used. A plastic piece broke away from the obturator. The piece was removed from the sterile field and an x-ray was performed to confirm that no foreign body remained.